Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was reported that battery and pump were warm to the touch, and battery was corroded after the pump was exposed to the moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: during investigation, a review of the pump history showed a call service alarm followed by a drop in voltage and then a replace battery alarm. Several additional call service alarms were observed in the history. During the investigation, the pump needed to be reset due to a call service alarm. There was corrosion observed in the battery compartment and on the battery cap spring. The battery cap threads were stripped. A test cap was used to complete the investigation. The threads on battery compartment were found to be intact. A leak test was performed and no leaks were found. All current readings were found to be within specifications. The pump was opened and no moisture or corrosion was found on the interior components of the pump. The inside and outside of pump showed no heat damage. The issue of a warm pump was not able to be duplicated during the investigation.